Manufacturer narrative:
The manufacturer is attempting to acquire the device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the patient came into the hospital complaining of chest pressure, blood in urine and was found to have increased plasma free hg, ldh. The pump did not show any changes in power or speed; however, fibrin could be seen in the pump. A decision was made to exchange the lvad for another lvad.